Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Hemodialysis clinic contact reported that when they were trying to administer iron through the venous port, the blood was coming out of the venous injection port. There was no reported patient complication. Patient did experience some blood loss, ~10cc. The dialysis treatment was discontinued. Follow up with the clinic indicates that the nurse felt that the dialysis machine was creating too much pressure which caused the leak. The dialysis machine was pulled from the floor and service was requested.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.